Manufacturer narrative:
Report confirmed based on photographs provided by the user facility. The user facility would not return the device for evaluation but did provide us with photographs. It was noted that the attachment foot had been damaged by tool contact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 28 months without any record of factory service.

Event description:
It was reported that "at the end of the surgical case the tech approached me with a broken piece of instrumentation used to open the patient's head, and the tip was noted to be broken off. The patient was all ready transported to the picu. The surgical tech also stated the physician knew and had explored the surgical site and found nothing. Prior to that the rn stated her needle count was incorrect and they had one extra. I spoke to the dr. And he stated he opened an extra needle for the cranial access kit. No x-ray was done at the time because of accountability." No patient impact was reported. On follow-up it was noted that the detached portion was identified via a post operative x-ray. The fragment was removed during a procedure on (B)(6) 2011.